Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: intermittent image on evis system. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of fuzzy screen and not getting good connection was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited fuzzy screen and it was not getting a good connection. The event occurred during inspection for use for an esophagogastroduodenoscopy diagnostic procedure. There were no reports of patient harm.